Event description:
Patient (user) reported incident that happened approximately 2 years ago with the m14c coude tip catheter. When he inserted the product he felt a singing feeling. Upon withdrawing the catheter, he noticed bleeding from his urethra. He sought medical attention at an emergency room. The doctor inserted a foley which remained in for 10 or 11 days before being removed by the patient. He recovered completely and had no other problems. Patient has changed from a coude tip to a straight tip catheter.